Manufacturer narrative:
The available information suggests no changes were made to the patient's system and this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that left ventricular (lv) pacing impedance measurements greater than 2,000 ohms were observed via latitude. The patient was seen in clinic and lv impedance measurements were 800 ohms. Attempts to recreate out of range measurements were unsuccessful. No adverse patient effects were reported.